Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the pump would stay flat when pressed. A surgical procedure was performed in which the existing device was removed and replaced. During the procedure, the tubing to the reservoir was found to be super coiled causing the saline to not move between components. There were no patient complications related to the event and the patient fully recovered following the procedure.

Manufacturer narrative:
Investigation summary: based on the available information and the product analysis results, boston scientific concluded that the identified kink in the reservoir tubing could affect the functionality of device. The reported allegations of inflation issues were confirmed. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. Visual inspection of the cylinders identified wear at fold in the cylinder body; however, no leaks were identified. The cylinders were pressure tested and performed within specification. Visual and function inspection of the pump did not identify any leaks and the component performed within specification. The reservoir was visually inspected and it revealed that the kink resistant tubing (krt) was worn to filament, bent and had a leak result of sharp instrument damage consistent with explant. Product analysis concluded that identified kink in the tubing could affect the functionality of device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the pump would stay flat when pressed. A surgical procedure was performed in which the existing device was removed and replaced. During the procedure, the tubing to the reservoir was found to be super coiled causing the saline to not move between components. It was additionally noted that the reservoir had been implanted with the infrapubic method in the space of retzius and it was not placed in a way it could be manipulated by the patient outside the body. There were no patient complications related to the event and the patient fully recovered following the procedure.